Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door was failed. The field service engineer (fse) identified defective door hinges at the bottom of the tower and attempted to repair them but was unable to resolve the issue. Door 4 was failing constantly. Upon inspection, fse found that the kick plate had been installed upside down. After repositioning it correctly, the door functioned properly. Fse tested the door in diagnostics, and the customer also verified its operation. All tests passed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower had a door failure. However, there were no delays or adverse events or injuries reported based on this event.